Event description:
A report was received that during a lead revision, the patient's pocket was revised. The ipg was loose in the pocket due to non-device related weight loss. The patient was reportedly doing well following the procedure.